Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report discordant, falsely elevated atellica im high- sensitivity troponin I (tnih) results on the same patient. A siemens customer service engineer (cse) was sent to the customer site for system inspection. Siemens has completed the investigation. Quality control (qc) results were in range at the time of the initial run. The siemens customer service (cse) found no instrument related issues that may have contributed to the falsely elevated atellica im high-sensitivity troponin I (tnih) test results. The cse repeated the patient's sample on the original atellica im system ((B)(4)) and on the alternate atellica im system ((B)(4)) in the laboratory. The cse observed that the atellica im tnih results on both systems for this patient were elevated and similar. This indicates a patient/sample specific issue, however there is no sample remaining for further testing. The hospital's alternate test method used for testing this patient was a troponin t method, and not a troponin I test method that was run on the atellica im systems. The two troponin assay methods have no claim to being similar and both bind to different areas of the troponin molecule. The atellica im high-sensitivity troponin I (tnih) results although elevated were reproducible, therefore pre-analytical concerns are not suspected. This does not exclude a potential patient sample mix up since the troponin t reproducible low results were from new sample draws when tested at the hospital. Based on the available information provided, a potential cause for the falsely elevated atellica im high- sensitivity troponin I (tnih) results for this patient is unknown. However, an interfering substance cannot be ruled out. Immunoassays are subject to a number of interferences including those caused by endogenous antibodies. Interference can occur because of heterophile antibodies, anti-animal antibodies and auto antibodies. Patients exposed to animals or animal serum products can be prone to this interference and anomalous values may be observed. The interfering antibodies can give rise to a falsely high or less commonly a falsely low result. There is no additional sample available to perform heterophile binding tube (hbt) testing or serial dilutions to further investigate the possibility of a sample interferent. The instruction for use (IFU) under the definition of a high-sensitivity assay section states the following: "troponin values must be used in the context of the patient clinical presentation. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of ami. The demonstration of a temporal rise and fall in troponin is needed to distinguish ami from troponin elevations associated with non-ami conditions, such as renal failure, arrhythmias, pulmonary embolism, chronic renal disease, myocarditis, and cardiotoxicity." A product performance issue has not been identified. The customer is operational. The assay is performing within specifications. No further evaluation of the device is required. MDR 1219913-2021-00235 and MDR 1219913-2021-00236 were filed for the same patient and event.

Event description:
A discordant, falsely elevated atellica im high-sensitivity troponin I (tnih) laboratory result was obtained on a patient sample and the reported result was questioned by the physician. The customer performed repeat testing on the same sample, all resulting high. The patient was referred to the hospital for follow up testing. A new blood sample was drawn at the hospital, run on an alternate troponin t assay method, resulting lower. Two additional patient samples (serial draws) were run on the alternate troponin t assay method, resulting lower. The lower troponin t results agreed with the patient's clinical picture and were accepted by the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated atellica im high-sensitivity troponin I (tnih) results.